Event description:
The customer alleged they received questionable ion selective electrode potassium results on their c501 analyzer. The customer stated there were at least five patients involved in this event. The customer stated the sodium and chloride results were ok. The units of measure were not provided. The first patient's initial potassium result was 10.9. The first repeat result was 3.4. The second repeat result was 3.5. The second patient's initial potassium result was 7. The first repeat result was 4.2. The second repeat result was 4.2. The third patient's initial potassium result was 8.1. The first repeat result was 4.7. The second repeat result was 4.7. The fourth patient's initial potassium result was 5.9. The first repeat result was 4.7. The second repeat result was 4.5. On (B)(6) 2013, the fifth patient's initial potassium result was 5.91. The repeat result was 4.42. It was unknown if any results were reported outside the laboratory. There were no adverse events. The potassium electrode lot number and expiration date were not provided.

Manufacturer narrative:
Additional information has been provided. The discrepant potassium results were not reported outside the laboratory. The field service representative went on site. He performed a complete curative maintenance on the ise kit. He increased the gear pump pressure. There were no more potassium problems.

Manufacturer narrative:
A specific root cause could not be determined. During the service visit, many actions were performed and it cannot be clearly determined which action resolved the issue. The analyzer is now working to specification.

Manufacturer narrative:
This event occurred in (B)(6).